Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range impedance measurements. It was questioned if the patient could still undergo an MRI scan. Boston scientific technical services (ts) indicated with the out of range impedance measurements, the MRI scan would not be advised. As a result, no MRI scan was performed. No adverse patient effects were reported.

Event description:
Subsequent information was received that the physician has decided to proceed with the MRI scan even though it is considered off label use. No adverse patient effects were reported.